Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not power on/charge battery pack) was confirmed. Upon evaluation, there was contamination on the battery board which shorted the q1 current controlling transistor on the bedside board/ the cause of the inability to power on and charge the battery packs properly is the shorted transistor and liquid contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A distributor contacted zoll to report that a patient's charger/modem was not powering on properly or charging the battery packs.